Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Event description:
Patient reported the aligners caused tmj issues to worsen. They had seen their dentist who referred them to a tmj specialist. They also reported their teeth remained crooked and that their tmj is contraindicated.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.